Manufacturer narrative:
Manufacturing site : asahi intecc hanoi co., ltd. (B)(4). Subject guidewire was returned to manufacturer in a tangled condition with other guidewires that were used in parallel wiring technique. Broken coil fragment of the subject guidewire was also found tangled at the guidewire used as parallel technique. Further investigation revealed that the core wire was broken off at aprox.19mm from tip end due to excessive rotation to clockwise direction, coil wire was broken off at the middle brazing at 45mm from tip end, the length of the fragment that was returned tangled on the other guidewire could not be identified. Core wire tip 19mm , coil wire tip 45mm and the inner core structure were not returned to manufacturer. It is reported that nothing is left in the patient anatomy, so that the whereabouts of the missing fragment could not be identified, however, the possibility of remaining in the patient anatomy is suspected. Lot history review revealed no anomaly relating to the reported event in the production and inspection record. One core wire breakage incident is reported under 3003775027-2016-00171, which is concluded as due to excessive rotational force given to the guidewire. All shipped products are inspected in the production process for meeting their product specification and releasing criteria. Based on the reviewed information, there is no indication of product deficiency. Based on the outcomes of the investigation of the returned devices, it is inferred that during the attempt to cross the lesion, guidewire distal end was trapped in the lesion, where rotational manipulation to the guidewire was made excessively and the core wire was twisted off by the force that was accumulated and exceeded the product design limit. This event was then found by cine observation as coil elongation defect. Warning section of the IFU describes: if resistance is felt due to spasm, bending of the guidewire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guidewire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively it may break or become damaged. When torquing this guide wire inside the blood vessel, do not torque continuously in the same direction. This may cause the guide wire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guide wire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720) in the same direction. And "separation or breakage of guidewire" as a possible complication and adverse event.

Event description:
Reportedly, to cross the heavily calcified cto lesion at #2, rca, parallel wire technique was applied, subject guidewire was used with a micro catheter and lesion crossing was attempted, it was then noticed that the coil distal end is elongated. The other guidewires used as parallel technique were manipulated to tangle the damaged subject guidewire, the guidewires were removed out from the patient anatomy.